Event description:
Customer noticed that all of the couch parameters were set to 0.1 instead of the planned values. The customer believes before filming, all of the couch parameters were mistakenly acquired on the machine for all fields, thus editing the plan values. Patient was treated using the wrong couch values for the first 3 fractions of treatment. The dose difference was not significant, but the coverage area was affected. The exact level of radiation exposure/dosage was not provided by the customer, however, the customer does not consider this to be a serious injury and they do not feel that they need to alter the rest of the plan to compensate.

Manufacturer narrative:
This issue occurred due to user error. At the time varian received this complaint, varian analyzed it and concluded that there had been no serious injury as defined in 21 cfr 803.3 (z) (bb) and we also considered the radiation therapy medical community's understanding of serious injury for radiation over dose or under dose amongs radiation therapy professionals. For that reason we did not submit an MDR previously. However, varian is now reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiaton therapy.